Event description:
Event description boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) displayed noise and oversensing on both the ventricular rate and shock channels which caused oversensing and pacing inhibition. There was no noise present on the atrial channel. An inappropraite shock was delivered while the patient was lifting boxes. The lead measurements were normal and stable. Additional information was received stating that the leads were noticeable and proiminent under the skin.